Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during inspection before delivery the cardiosave intra-aortic balloon pump(iabp) all manifold test failed. There was no patient involved.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (type of investigation, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (evennt site address- (B)(6) h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the pim's x1 transducer was misaligned. The fse corrected this problem and the unit was delivered to the customer after passing a functional check.

Event description:
N/a.